Event description:
On (B)(6) 2014, the reporter contacted lifescan USA alleging that the subject meter (one touch verio iq) read inaccurate compared to another meter. The reporter obtained a blood glucose reading of "252mg/dl" with the subject meter, but could not provide the result of the other meter. The tests were performed within an unknown time of each other. This complaint is being reported because the reported issue was not resolved with troubleshooting, since we could not confirm that the calculated difference exceeded our criteria as no values were given. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.